Manufacturer narrative:
The hillrom service technician inspected the lift and found the power cord had small damage on the plastic housing. Further inspection of the power cord revealed the insulation on the copper cord was still intact in such a way that no copper wires were visible to the technician. After the technician replaced the power cord and extension cable of the lift, the lift functioned as designed. Therefore, the cause of what the account perceived as a bang in the lifting motor upon attaching the power cord is unknown. It should be noted the lifting motor is connected to the 24 battery system and not directly to the wall outlet. The electrical parts of hillrom lifts are compliant with iec 60601-1 (medical electrical equipment - part 1: general requirements for basic safety and essential performance) which applies to the basic safety and essential performance of medical electric equipment and medical electric systems. Additionally, hillrom¿s viking m lift instructions for use (7en137107, revision 4) provide the following instructions: the safety instruction section states: before lifting, always make sure that: the lifting accessories are not damaged; the charging the battery section states: never charge batteries in a wet area! If the charger cable (coiled cable) is stretched out, it should be replaced to avoid the risk of the cable getting caught and tearing. The service guide for the viking m lift (3en371001) states: liko¿ lifts must be thoroughly inspected when the service light at the control unit illuminates (if applicable) or at least once per year. Inspection and service must be carried out by hill-rom authorized personnel. Additionally, section 8 states: check cables and connectors for damage or wear. Hillrom last performed preventative maintenance on this lift on may 22, 2019. It is unknown if the facility performs preventative maintenance on their lifts. Hillrom continuously monitors all complaint trends to identify any additional issues and initiates appropriate actions as per our quality management system. Hillrom followed-up with the customer to determine the outcome of the reported hearing loss. No update was able to be provided since the caregiver is no longer employed by the account and the account does not have any information to provide. Due to the possibility of permanent impairment of the caregiver's reported hearing loss at the time of this evaluation, hillrom considers this to be a serious injury and therefore reportable. Conclusion: following feedback from the account, hillrom attempted to obtain the power cord to perform a deeper investigation of it. However, the power cord could not be retrieved. The power cord was replaced and the lift was fully tested and functioned as designed. The root cause of the incident is deemed to be a power cord failure. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the viking lift did not work and a loud bang was heard when the staff member attached the power cord. The staff member received an electric shock from the power cord that caused pain to her finger and ear. Follow up with the employee after the incident reveals no problem with the finger that was originally reported. The employee is unwilling to share any information about any potentially pre-existing conditions. Initially, the employee experienced a hissing sound in her ear and a headache. A few days after the incident, the headache was gone. Her ear was examined by a doctor who confirmed the ear drum was not damaged. A referral was sent to an ear specialist for a hearing test now and in one year. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as (B)(4).